Event description:
During permanent dual-chamber pacemaker implant. The atrial and ventricular leads were each introduced through 6.0 french tear-away prelude sheaths and positioned under fluoroscopic observation into the high anterior right atrium and right ventricular apex respectively where each lead was actively fixed and secured to the underlying muscle with 0 silk suture about the sleeve collar. Difficulty was encountered with peeling away the prelude sheath for the atrial lead as the sheath spiraled and therefore needed to be dissected away which resulted in damage to the atrial lead which then required replacement which was performed uneventfully. No harm to the patient. FDA safety report ID # (B)(4).